Event description:
It was reported that the customer has an issue with the battery on the insulin pump. Sometimes the battery will show that it is full and then it goes down one bar and back to full. Customer was advised to monitor the pump. Customer also had a off/no power alarm and a blank display in the alarm history. Customer put in a new battery and the pump powered up as normal. Customer changed her infusion set and it worked after that. Customer also had a no delivery alarm. Customer did not want to return the infusion set or reservoir for analysis. Customer mentioned there was a crack on the insulin pump near the battery cap. Customer's blood glucose level was 249 mg/dl. Customer stated that the damage may be from her rolling over on it during her sleep. Customer knows that her blood glucose level is high because has not bolused after drinking coffee. Customer stated that there were some scratches on the screen as well. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.